Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was unable to recall action taken to address occlusion issue. Reportedly, the customer continued to use the pump for insulin therapy.